Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level of 457 mg/dl and diabetic ketoacidosis. Customer was treated with an insulin and fluid drip, and was released from the hospital 2 days later with no permanent damage. Reportedly, the cause for the event was due to multiple intermittent occlusion alarms. Customer changed the pump supplies to resolve the issue. Reportedly, the customer reverted to manual injections for insulin therapy.